Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was in 600 mg/dl range. Reportedly, the customer went to the emergency room where customer was treated with intravenous fluids of insulin and saline. Reportedly, customer left the ER six hours later with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.